Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the surgeon was able to press the green button and squeeze the handle. It was also reported that the device did not fire after grasping the tissue. A new reload was used to complete the procedure. There was no patient injury.